Event description:
The surgeon cut their hand on the clamp bar foot, when they attempted to advance the knife blade manually, because either the clamp bar button was missing or had disengaged from the sulu.